Event description:
The customer contacted stryker to report that their device failed to shock. In this state the device may not be able to deliver defibrillation therapy if needed. Customer proceeded with another device. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was unable to verify or duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Section h10/h11 additional mfg narrative of supplemental medwatch report 001 indicates: stryker evaluated the software logs and verified the issue. Section h10/h11 additional mfg narrative of supplemental medwatch report 001 should indicate: the patient record files were reviewed and no device malfunction was found on the date of the incident. No parts were replaced. Results code has been updated from operational problem identified to no device problem found.

Event description:
The customer contacted stryker to report that their device failed to shock. In this state the device may not be able to deliver defibrillation therapy if needed. Customer proceeded with another device. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device failed to shock. In this state the device may not be able to deliver defibrillation therapy if needed. Customer proceeded with another device. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the software logs and verified the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.